Event description:
Began having autoimmune symptoms fatigue. Thyroid quit working. Rashes on face. Swelling of lymph nodes no reason, pain under arms and inflamed nodes, digestive issues, severe brain fog, tingling in arms and legs, etc capsule contracture.